Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "deflation" against right device. The device has been explanted.

Event description:
Patient reported "deflation" against right device. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening curved on anterior and red particles in the fill channel. Leak test and microscopic analysis was performed which identified: punctured opening on anterior and non-penetrating nicks. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a punctured on anterior side assessed as surgical damage like.